Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2021; w4tr01 crtp, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). This resulted in possible false device classification of episode termination. The ra lead remains in use. No patient complications have been reported as a result of this event.